Event description:
On 9/23/24 a healthcare provider (hcp) reported an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. The hcp reported that a user was admitted to the ICU with dka and a blood glucose of 371 mg/dl on (B)(6) 2024. The user remained hospitalized but was moved out of the ICU. During a follow-up on (B)(6) 2024 with a beta bionics clinical support specialist (css), the user reported that after changing their infusion set around dinner on (B)(6) 2024, their blood glucose began to rise sharply. The user experienced flu-like symptoms, including vomiting, which they believed contributed to the high glucose levels, and no meal announcements were made on (B)(6) 2024 due to an inability to eat. Fingerstick glucose readings were consistently between 370-400 mg/dl, and ketone testing showed low to moderate levels. Following instructions from their hcp, the user went to the ER and was treated for dka. The infusion set cannula was not bent upon removal. The user received further education on managing supplies, meal announcements, and glucose control and was discharged from the hospital on (B)(6) 2024.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set or some other failure along the fluid pathway, resulting in insufficient insulin delivery.